Manufacturer narrative:
Concomitant medical products: h60131 heart ring, implanted: (B)(6) 1990. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and had high thresholds. Reprogramming was performed and the lead was repositioned and remains in use. No patient complications have been reported as a result of this event.